Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's friend found the consumer unresponsive and called 911. The consumer's friend tested the consumer using the nova biomedical blood glucose meter getting a result of 181 mg/dl. When the emts arrived they tested the consumer using their unknown brand of meter getting a result of 43 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.